Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: three events were reported for this quarter. Product return status: one device was received. Two device investigation types have not yet been determined. Additional information: three devices were not labeled for single-use. Three devices were not reprocessed or reused.

Event description:
This report summarizes three malfunction events in which the device reportedly overheated. Three events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 events were previously reported during the reporting quarter; however, 3 previously reported events were included under MFR report # 3015967359-2022-01487 but should be included under this report. 6 previously reported events are included in this follow-up record. Product return status: 6 devices were received.